Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function and insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "here are some problems encountered with the device; non-return of the protective rubber on the needle, blood flowing into the vacutainer when removing the tube."

Manufacturer narrative:
H.6. Investigation summary: bd received 131 samples for investigation. The samples along with retention samples were evaluated by visual examination and the indicated failure mode for sleeve side-piercing with the incident lot was not observed. Thirty-nine (39) of the returned samples were also evaluated by functional testing, each used to draw a tube with a bd single-use holder and no sleeve recovery / leakage issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve side-piercing / leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function and insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "here are some problems encountered with the device; - non-return of the protective rubber on the needle - blood flowing into the vacutainer when removing the tube."